Manufacturer narrative:
The device history record for lot ab9014u15 was reviewed and the product was produced according to product specifications. All information reasonably known as of 13 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. All information reasonably known as of 21 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced five different incidences, which were associated with separate units, involving five different patients. This is the third of five reports. Refer to 8030647-2019-00054 for the first report. Refer to 8030647-2019-00055 for the second report. Refer to 8030647-2019-00057 for the fourth report. Refer to 8030647-2019-00058 for the fifth report. It was reported that "the end on the corrugated tubing has a very loose fit and slides off." Additional information received on 31-may-2019 indicated "the plastic corrugated connector between the catheter and the vent tube was too loose and slipping off. It happened on a few different patients with that same lot number....no harm happened as a result."